Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the device. The fse identified the ise (ion-selective electrode) buffer solenoid valves were not working. The fse replaced the ise buffer valves and cleaned the entire area to resolve the issue. (B)(6).

Event description:
A customer in (B)(6) reported to beckman coulter the generation of erroneous high na (sodium), cl (chloride) and k (potassium) patient results on their au680 clinical chemistry analyser. The customer could not provide any data. No patient demographics were provided. The erroneous high results were not reported out of the laboratory; thus there was no report of change to patient treatment. Quality control (qc) results before and after the event were within the laboratory's established ranges.